Manufacturer narrative:
The balloon catheter will not be returned to karl storz for evaluation.

Event description:
Allegedly, during a sialendoscopy, the tip of the balloon catheter broke off inside the patient's gland. The physician indicated that all of the broken pieces were retrieved. The doctor used another instrument and completed the procedure with no injury to the patient.